Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure, a farawave ablation catheter was selected for use, it was noted that even when during preparation everything seemed to work properly, once inserted into the body, the guidewire got stuck in the device, after it splines were out of plane. It was attempted to collapse and reopen the farawave catheter, and also wire pulled back and readvanced, troubleshooting actions were unsuccessful. The farawave catheter was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Patient information was asked but it was not available as per the facility.